Event description:
It was reported that the surgeon was getting high lead impedance on system diagnostics during the generator replacement for the patient. He noted that previous diagnostics performed by the neurologist at a previous visit were within normal limits, but he was not able to do diagnostics during the surgery due to the depleted battery of the patient's generator. Generator diagnostics on the new generator were within normal limits. The surgeon reinserted the lead pin and performed system diagnostics again, which again showed high impedance. The surgeon stated that he did not have time to perform a lead revision so would refer the patient for a later surgery. Explanted generator was returned to the manufacturer. Revision surgeon is likely, but has not occurred to date. Analysis of available programming history indicated high lead impedance was present on multiple diagnostics as early as (B)(6) 2010.

Event description:
It was reported that the patient underwent lead revision surgery on (B)(6) 2011, due to "complication of vagal nerve stimulator". Attempts for product return have been unsuccessful to date. Analysis on the returned generator showed no anomalies, but the device was at expected eri = yes.

Event description:
Further information from physician reveals that no x-rays of the device were taken. The patient experienced a seizure with a fall which may have contributed to the high impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.